Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2013; 6935, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a loss of capture and lead dislodgement observed in the left ventricular lead. The lead was explanted and replaced. It was reported that the patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. It was further noted that there was blood on the proximal conductor of the lead and it was not obstructed and the outer insulation of the lead was extrinsically breached due to a cut. The visual summary analysis of the lead indicated apparent explant damage.